Event description:
User reports receiving a false negative confirmatory test result for hbsagii. A sample from 2007 was determined to be positive for hbsagii using the confirmatory test. Sample from same pt two months later was determined to be negative for hbsagii using the confirmatory test. The user repeated the confirmatory test and received an equivocal result. The user also performed a different dilution of the sample, repeated the confirmatory test, and recovered an equivocal result. The sample from 2007 was also tested using two different methodologies and recovered positive each time. Additionally, the second sample tested as follows: achbc igm is negative, achbct is positive, achbs negative, and hcv positive. If add'l info is rec'd appropriate notification will be provided.